Event description:
It was reported by sales consultant: during an open reduction internal fixation (orif) surgery of the left humerus on (B)(6) 2013, the locking screws in two of the holes went through the plate. The screws were removed and cortical screws were placed instead. Prior to the event, the surgeon tried additional 3.5mm locking screw per hole and a 3.7mm cannulated locking screw before using the cortical screws. Surgery was prolonged at least an hour trying to retrieve the screws since the surgeon already had the plate secured and the screws already in the bone. The surgeon was able to remove the screws with a condicle extractor and a curved hemostat. It was reported there was no adverse to the patient. This report is for a 4.5mm/3.5mm locking compression plate (lcp) metaphyseal plate thirteen holes. This is 1 of 6 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.